Event description:
Patient reported "breast implants with irregular contours and anechoic fluid externally to the elastomer, contained by the fibrous capsule, which shows slight thickening, findings that may correspond to intracapsular rupture and contracture baker grade iii." Confirmed by healthcare professional. Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, rupture, and seroma-late.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., b.6., g.1., h.6.

Event description:
Patient reported "breast implants with irregular contours and anechoic fluid externally to the elastomer, contained by the fibrous capsule, which shows slight thickening, findings that may correspond to intracapsular rupture and contracture baker grade iii." Confirmed by healthcare professional. Device has been explanted. This relates to the left side.